Event description:
It was reported that the customer experienced issues with the numbers scrolling up on the insulin pump when entering blood glucose. The customer stated that they removed the battery, and the insulin pump worked again. However, the insulin pump was facing the same issue again. The customer's blood glucose was 228 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.